Manufacturer narrative:
(B)(4), the sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a primary solution administration set was not able to be primed. The primary line was connected to saline and the secondary line was connected to IV cefepime. The reporter stated that the drip chamber of the primary line filled with saline, but the saline would not run through the line via gravity, despite having all clamps open. The line only became primed when the nurse forced saline through with a syringe through the uppermost y-site. The cefepime ran properly after the nurse force-primed the saline line. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.